Manufacturer narrative:
Updated d2a, d4, g3, g6.

Manufacturer narrative:
It was reported that use of the device resulted in "significant bleeding" it was reported that "gel foal, compression with telfa/ coban" did not stop the bleeding and the infant "needed to go to the or with urology under anesthesia, and needed a blood transfusion". It has been determined that the reported event caused or contributed to serious injury, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
Bleeding that required intervention.